Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). Evidence to support user handling being the cause is as follows: -as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. -as a result of the labeling review, the handling factors that cause the distal cover to come off are listed in the manual as chemical cracks due to anti-fog agents and insufficient attachment. It is highly likely that no anti-fogging agent was used at this facility, and no clear information was available regarding the installation status of the distal cover at the time. Therefore, we cannot deny the possibility that the distal cover was not properly attached to the scope. Evidence to support the actual product satisfies the specifications". As a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. In the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. It was not possible to clearly identify the cause of the loose attachment of the distal cover. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿. "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover.". "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, when a single use distal cover was attached to a duodenovideoscope it came off loosely. The event occurred during preparation for use. The intended procedure was completed using a similar replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.